Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted myopotential noise and some type of electromagnetic interference (emi). The patient presented to the emergency room and technical services (ts) were consulted, possible causes were discussed and troubleshooting options were recommended. The s-ICD system remains implanted. No adverse patient effects were reported.